Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated while running the axsym digoxin iii assay, an error code# 1118 (invalid test result, intercept to low) was generated on a pt sample. The customer states a result is received only after diluting the sample. There were no impact to pt mgmt reported.